Event description:
The facility reported a pump with no alarm for upstream occlusion. It is unk when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional info is available.

Manufacturer narrative:
Evaluation summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.